Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported following an unrelated surgical procedure on (B)(6) 2018, the patient was unable to establish a connection with the ipg and external devices. The patient controller (pc) also reflected an error message: "could not connect to generator, the generator is not responding." Additional information revealed a company representative met with the patient and confirmed the issue. As such, the patient will undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the system was removed.